Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with an unexpected outcome post intraoperative aberrometry guided cataract surgery in the left eye. The system suggested a 21.5 diopter. The patient underwent an intraocular lens exchange and now notes vision has improved but is not 100%. No additional information available.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. (B)(4).